Manufacturer narrative:
During preventive maintenance at the customer site, the thermogard xp ivtm system (sn (B)(4)) failed functional testing due to a mid:14 (bg power supply) error message. The root cause of the mid:14 error message, was the defective danfoss module controller, as a result of normal wear and tear. The thermogard console was manufactured in may 2013, and it is almost 8 years old, beyond its expected serviceable life of 5 years. No physical damage on the console was observed during visual inspection. The thermogard console failed the initial functional testing due to the mid:14 error message displayed upon powering up the console. Investigation revealed that there was a line error with the 24vdc input of the danfoss module controller, which connects the power supply to the danfoss module. The defective danfoss module controller was replaced to remedy the fault. Following the repair, the thermogard was tested and passed all the testing criteria, and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with sn (B)(4).

Event description:
During preventive maintenance performed at the customer site, the thermogard console (sn (B)(4)) displayed mid:14 (bg power supply) error message. No patient involvement.